Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported their au5800 analyzer generated erroneous sodium and potassium (na and k) patient results. The erroneous results were not released out of the laboratory; hence there was no report of change to patient treatment in association with this event. The customer did not provide any examples of the results.